Event description:
We opened a box of becton, dickinson spinal needles and there is visible dirt in the packaging of these sterile needles. Fortunately, we did not use the dirty needle, which could have caused a catastrophic spinal infection. The product the lot number is 6181841. I have notified the MFR.